Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device deployment failed. The patient was in good condition. There was no patient injury, medical/surgical intervention required. Additional information was received on 30september2020: a pre deployment angiogram was performed. No equipment or other devices used with the reported product. Patient condition was stable. Hemostasis was achieved with manual compression. Additional information was received on 01october2020: there were no other devices or equipment used with the reported product.